Event description:
It was reported that during an unknown bariatric procedure that the knife would not return home. Unknown if staples were deployed or if the knife cut. Unknown if reverse or manual override was used to open the device. Unknown as to how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was this a pulsing firing or a continuous firing? Did the staples deploy? If so, proximally how far? How was the device removed from tissue?ID the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? At this time, I don¿t have any additional information. Per sales rep the battery was removed and reinserted and the knife blade returned home an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2023. D4: batch # unk.

Manufacturer narrative:
(B)(4). Date sent 6/13/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the proximal nozzle fin indents with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle to be damaged. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances related to the reported complaint condition were identified.